Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed that the coating of the insertion tube of the subject device was peeled off more than 1mm2 due to the deterioration. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the subject device was not returned to the manufacturing site, the root cause of the reported phenomenon could not be identified. However it was presumed that the coat may have peeled off due to mechanical stress caused by friction, etc., or the coat may have peeled off due to a chemical attack caused by an unrecommended chemical agents. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus service operation repair center (sorc), it was found the coating of the insertion tube of the subject device was peeled off more than 1mm2. The subject device had been returned to sorc for repair of the dented bending part. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.